Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. Patient information and date of event have been requested.

Manufacturer narrative:
Customer declined request for patient information.

Manufacturer narrative:
The spi bus line driver u16 on the customer returned pm board had failed by shorting one spi bus line. This caused vent inop-e/c 1007 on startup. Replacing u16 resolved the problem.